Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tip of the cleaning brush of the gastrointestinal videoscope may be clogged. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6(remove component code 3123 - tip). The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material was the tip of the cleaning brush. It was possible that the strength of the cleaning brush was significantly reduced due to some factor, and that the cleaning brush broke or fell off in the biopsy channel due to continued use in this state, resulting in this event. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the IFU. However, a definitive cause could not be determined. The event can be detected and prevented by following the instructions for use which state: reprocessing manual for gif/cf/pcf/sif-290 series "chapter 2 function and inspection of the accessories for reprocessing". Reprocessing manual, chapter 5 reprocessing the endoscope (and related reprocessing accessories)_5.5 manually cleaning the endoscope and accessories¿. Olympus will continue to monitor field performance for this device.